Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that during the fill tubing process no insulin drops were observed. The patient removed the cartridge and noted insulin leakage. The agent reviewed how the cartridge was filled and how the connector was attached, and no issues were initially identified; however, the patient reported that the plunger was positioned slightly past the glass. The agent instructed the patient to check the connector and to fill a new cartridge, after which the process was addressed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.